Event description:
Rptr indicated a recently implanted vns pt had high lead impedance readings with diagnostics testing. X-rays were reviewed by the MFR but the poor image quality prevented assessment. Attempts for additional info and programing history are in progress.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized; image quality was very poor. Devise failure is suspected, but did not cause or contribute to a death or serious injury.